Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported a system was encountering errors 23027 and 23030. The system logs reflected errors pointing to the digital pot health of joint two on the right master tool manipulator (mtmr). The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through two hard power cycles of the surgeon side console (ssc) with no change. The surgeon explained they encountered the same errors in the first procedure. The customer did not have a second ssc. The surgeon was going to convert to laparoscopic to complete the procedure. Isi followed up with the initial reporter and obtained the following additional information: the nurse stated that the procedure was converted to open due to the surgeon side console (ssc) losing the right-hand control. The nurse did not have any further information to provide regarding the case details.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse changed out master tool manipulators (mtm) right due to error codes 23027 and 23030. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The mtm was analyzed and found failure analysis, and the reported failure was able to be reproduced during check sensors. During evaluation, errors 23027, and 23030 were observed on axis 2 and axis 3, causing the mtm2 to fail during the check sensor test. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue. .